Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r4120f and no non-conformances were identified.

Event description:
It was reported that during a lap adrenalectomy, tore at the bottom as they were pulling out the specimen, the device tore. The piece/specimen fell into the patient but was retrieved with metal instruments. The procedure was completed.